Event description:
It was reported that during the implant procedure of an ICD, some noise was sensed and then was corrected. The following night the patient had syncope and required a temporary pacemaker. During the revision procedure the left ventricular lead had high thresholds. It was also noted that the same suspicious noise was found as during the initial implant of the ICD. The left ventricular lead was repositioned and the device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.